Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was cut into 3 pieces prior to analysis and deflection testing could not be completed due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issues remains unknown.

Event description:
During a wolff-parkinson-white procedure, positioning issues with the advisor hd grid mapping catheter required a secondary access site and caused a delay. Arterial access was obtained in the right femoral artery, and a 9fr 11 cm sheath was used. The catheter was then inserted into the sheath and advanced up the aorta. On the mapping system, the catheter did not appear to have any issues traveling retrograde. Once it reached the aortic arch the catheter could not make it around the arch. It looked prolapsed on the mapping system and x ray. It was attempted to be withdrawn and readvance, but the catheter would not bend around the arch and remained looking prolapsed. The catheter was pulled back down further to see if it would straighten and release the prolapse, however, the catheter would not straighten when in the neutral position. The catheter was pulled further back so only the splines and the two proximal poles were just outside of the sheath. The catheter then would not pull into the sheath because it was deflected. On x-ray it appeared as an upside down "u" when coming out of the sheath. It was decided to cut the catheter so it would release the tension and the deflected curve. After cutting the catheter and pulling the catheter back, the sheath also came out with the catheter. Pressure was held on the arterial site. Under x-ray there was nothing remaining in the arterial system. A vascular intervention was done to get left femoral arterial access and angiogram the right femoral artery for any sign of blockages. After the angiograms, everything looked fine to proceed with the ablation and that there were no blockages. The procedure was completed successfully, and the patient left the procedure room with no complications. There was an estimated delay of 30 minutes.